Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation, since the patient indicated she was unwilling to be contacted for additional questions. It is not known when the alleged meter inaccuracy began. The patient reported obtained blood glucose readings of ¿323, 104, 70, 49, 57, 56, 55 and 85 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. It is not known how the patient manages her diabetes or if she took any action in regards to her usual diabetes management routine in response to the alleged inaccurate results. The patient reported developing symptoms as a result of the alleged issue however, was unwilling to confirm the physical symptoms. The patient was unwilling to confirm if she received any treatment due to the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' precision criteria and the alleged inaccuracy issue was not resolved during troubleshooting.